Manufacturer narrative:
Additional information: h3, h6. H10: the device was received, however the reported condition is already known to be due to a manufacturing issue, therefore an evaluation was not completed. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an effluent sample bag leaked; further describes as "a leak next to the medication port". This was noticed during use of the device for effluent collection. There was no patient injury or medical intervention associated with this event. No additional information is available.